Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap was flush out of the device and not recessed into the unit. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked around the battery area. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No rewind anomaly noted. All operating currents are within specification. The drive support cap was inspected and no anomaly was noted. The insulin pump was returned without battery cap unable to confirm the damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.